Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). G2:foreign: france. Review of the most recent repair record determined the reported issue could not be duplicated as the sample graft passed; however, the cutter was damaged. The cutter was replaced. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available regarding the incident.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted.

Event description:
It was reported that during preparation, before the surgery, that the device gave a bad cut of the sample on the central part. There was no patient involvement. No adverse events were reported as a result of this malfunction. Due diligence is complete. No additional information is available.